Event description:
Report received from (B)(6) stating that the cutter could not be inserted into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" was confirmed. Reliability engineering found the unit to be severly corroded, most likely due to improper maintenance. If additional info is received, a supplemental report will be sent. (B)(4).